Manufacturer narrative:
Date of event was updated to (B)(6) 2019 as it was reported the event occurred approximately two weeks before (B)(6) 2019.

Event description:
It was reported that the catheter drainage hub broke at the chest. The target area was located in the right lower lobe. A flexima apdl drainage catheter was selected for use. During the procedure, it was noted that the hub broke. The physician tried to remove the rube without unlocking the pigtail. Furthermore, there was leak noted in the bed. No patient complications were reported.

Manufacturer narrative:
Date of event was not provided. On (B)(6) 2019 was selected as it is the first day of the aware date month.

Event description:
It was reported that the catheter drainage hub broke at the chest. The target area was located in the right lower lobe. A flexima apdl drainage catheter was selected for use. During the procedure, it was noted that the hub broke. The physician tried to remove the rube without unlocking the pigtail. Furthermore, there was leak noted in the bed. No patient complications were reported.